Manufacturer narrative:
(B)(4);the product is not expected to be returned for analysis. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead displayed loss of capture (loc), undersensing and pacing not delivered when required. The lead was confirmed via x-ray to have dislodged. The patient was seen for a revision procedure where the lead was attempted to be revised. Upon revision, tissue was noted to have been entwined in the helix. The lead was then explanted and replaced. No additional adverse patient effects were reported.